Event description:
It was reported that during treatment of a left anterior descending artery lesion, the cypher stent partially dislodged from the balloon because of heavy calcification in the vessel. The stent had to be deployed at the dislodgement site as a bail out situation. The patient was sent for surgery. Additional information indicated that resistance was experienced while tracking the stent deployment system to the lesion, and while crossing the lesion. No further information has been obtained regarding the location of the lad lesion or where the stent was deployed after dislodgement. It is not known if the lesion was predilated as outlined in the instructions for use (IFU). In addition to the heavy calcification, the target was severely tortuous, 90% stenosed (sub- total occlusion), acute angle more than 45%, and non-bifurcating. The device did not kink or bend prior to, during, or at any time prior to the resistance/friction. No resistance was experienced while passing the stent deployment system through the guiding catheter (vista brite 6f xb3.5).

Manufacturer narrative:
After the stent dislodged, the stent was implanted 60% on the lesion and rest proximal to the lesion. The target site was not direct stent placement. The lesion was pre-dilated with a sprinter balloon at 10 atmospheres. No further information will be available.

Manufacturer narrative:
However, excessive force was not applied to the device during insertion or any time, including during withdrawal. After the stent was dislodged, one attempt was made to withdraw the stent deployment system with the stent on the balloon. The IFU outlines that should any resistance be felt at any time during lesion access, stop manipulating the device. The outlined withdrawal process indicates that if the stent is outside of the guiding catheter, the guiding catheter and stent delivery system should be withdrawn as unit. Other than the reported event, no other damages were noticed on the device prior to return. One non sterile cypher select + 3.5mmx13mm was received coiled inside a plastic bag. The sds was wavy; this condition on the shaft may be related to the way the unit was sent for the analysis. The stent was not received. The balloon was already inflated. Residues of inflation media were observed in the balloon and inflation lumen. During microscopic analysis marks of bumping and crimping were observed on the balloon. Because it was reported that the stent was deployed as a bail out and therefore was not returned on the unit, the partial dislodgement resulting in inaccurate placement could not be confirmed. Crossing profile could not be measured since the stent was not received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the analysis of the returned device, the exact cause of the reported failures could not be determined. However, based on the available information and the findings of the marks on the balloon, it appears that procedural factors and the heavily calcified, severely tortuous, and acute angulation of the vessel contributed to the events. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.